Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found a leak near the bottom of manifold 11. The fse replaced the mf11 with a new part resolving the leak. Service activity performed was verified to meet the specified requirements per established procedure as documented in the service report and customer record. Failure mode of the leak was related to a faulty manifold 11. (B)(4).

Event description:
The customer reported to beckman coulter that at least 5 ml of cleaner fluid was leaking from the right compartment of the coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.